Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no amount of any microbiological activity. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that switch 1 had a cut, the forceps channel has corrosion due to water leakage, due to deformation of the plug unit water tightness was lost, the acoustic lens had a chip, the adhesive around the light guide lens has a chip, the adhesive on the distal end rubber has a chip and the angle wire was worn causing the play in up down direction to not be standard. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 4 colony forming units (cfus) of a-hemolytic streptococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The issue may be detected/prevented by following the instructions for use section below: gf-ue190 has a cleaning manual, and the reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that bacteria of total amount 4 cfu mesophilic aerobic germs were detected from the scope. Among them, <2 cfu of yeasts and molds and a-hemolytic streptococci were detected.